Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 140-260 mg/dl and correction boluses were delivered to address the bg levels. Reportedly, the customer had observed insulin dripping out of the infusion tubing during the load fill tubing sequence and declined troubleshooting to determine a possible cause of the occlusion alarm. During a follow-up, a system check was performed and the occlusions were confirmed. Reportedly, the customer keeps their pump inside their pocket which may have led to an abrupt temperature change to the pump. A supply change was performed and insulin deliveries were successfully resumed. A follow-up call to ensure the customer's bg level decreased was declined by the customer.